Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5, -7.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information on (B)(6) 2021 the lens was exchanged for a longer length lens and problem resolved. Claim# (B)(4).